Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/21/2014 device evaluation: the device has been returned and evaluated by product analysis on 04/08/2015 with the following findings: the pump powers up with audio tone/vibration but the display is blank. Moisture is observed behind display, pump case removed and further moisture was found internally. The display is cloudy due to moisture behind the dispaly, investigation completed with returned battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.